Manufacturer narrative:
Product ID 3889-28, lot# v412730, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that impedance reading >4000 ohms on all of the bipolar pairs. It was indicated that patient still had therapy with high impedances. It was indicated that patient was still feeling stimulation in the bicycle seat area. It was indicated that patient implant was off when she visited the health care provider on the day of the call and he was able to turn the implant on for patient. It was indicated later that an impedance check showed greater than 4,000 on 1, 2, 3 electrodes. They increased pulse width and amps and noted no impedances. The patient's programmer was reprogrammed to the four main programs with success measuring low amp usage to get desired sensory response. A follow-up report will be sent if additional information becomes available

Manufacturer narrative:
Product ID 3889-28, lot# v412730, implanted: (B)(6) 2010, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient provided additional information regarding previously reported event. Patient said that she has relocated to (B)(6) about six months ago and she needs to find a new managing physician as her previous doctor checked her device and said that patient would need a replacement by the end of the year, due to normal battery depletion. Patient did mention that the doctor also said that he wants to fix the lead. Patient said that about a year ago, the doctor checked and said that there was an issue with the lead, however hcp reprogrammed the settings and it made a difference. No symptoms were reported. Patient was sent a list of physicians in their new area. A follow-up report will be sent if additional information becomes available.